Event description:
It was reported that the stent delivery system catheter shaft broke when trying to deploy the stent. Part of the catheter remained in the physicians hand, and the other part was inside the patient. This part was immediately removed from the patient, with no adverse patient effects reported. It was also noted that the stent implant had a flared strut. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the promus stent delivery system (sds) noted no blood or contrast visible. The stent implant was stationary on the tightly folded balloon between the markers. There were flared struts on the proximal end of the stent implant, confirming the reported stent damage. The hypotube shaft was separated 7 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. There were additional kinks and bends noted to the sds. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. There was no damage noted to the stent or sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the hypotube was kinked during advancement in the lesion and further manipulation would have contributed to the hypotube separating. Additionally, the stent likely interacted with the patient anatomy during retraction as damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rotating hemostatc valve during retraction of the device. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks and stent damage. Additionally, a sampling of product is destructively tested to verify lumen integrity. A search of the lot history record indicated no non-conforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.